Manufacturer narrative:
Concomitant medical products: product ID: 3389, product type: lead. Analysis of the implantable neurostimulator (ins) found no significant anomalies. Analysis determined that the ins output and telemetry were acceptable; however, the battery was near normal battery depletion. The ins passed the final functional test on the automated test console. A lab functional test determined there was good stable output on the electrode pairs the ins had when it was received. A lab functional test determined there was good stable output on all electrode pairs referenced to the 0 electrode. Analysis determined there were no issues when pressing on the ins can. Analysis determined the telemetry was acceptable. The information obtained from the ins upon receipt indicated the device had reached eri (elective replacement indicator). Analysis of the lead found no significant anomalies. Upon receipt, visual inspection noted fluid consistent with body fluids in the lead. Each conductor is individually insulated so there was no impact on the lead or lead performance. Electrical testing determined that continuity was complete and there were no electrical shorts between the circuits. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: neu_unknown_lead, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a manufacturing representative about a patient with an implantable neurostimulator (ins) for unknown indications for use. It was reported that the patient had a new ins implanted on (B)(6) 2017. It was stated that the lead probably got damaged during the ins implant, and it was found to be fractured by an xray. Impedance issues were determined after the ins was implanted, so a revision was performed on (B)(6) 2017, but this only made the impedance worse. The impedance was measured at 2 ohms. It was also stated that impedance was <(><<)>250 ohms. As a result of the low impedance the patient's ins, implanted (B)(6) 2017, depleted prematurely in (B)(6) 2018. The patient's lead will be replaced, but the surgery is yet to be planned. As a result of the impedance issue, the patient did not receive effective therapy. No further complications were reported or anticipated.

Manufacturer narrative:
Product ID 3389, lot# unknown. Product type lead, product ID 3389, lot# unknown, implanted: (B)(6) 2018, explanted: (B)(6) 2018. Product type lead. (Adding analysis results of other lead): the complete lead (lot no: unknown, implant/explant date: (B)(6) 2018) was received for analysis. Visual inspection of the lead did not reveal any anomalies. The outer insulation was intact. There were no shorts observed between the conductors. There was no evidence of anomalies. Conclusion code no longer applies. Method codes no longer apply. Added device code (B)(4) if information is provided in the future, a supplemental report will be issued.

Event description:
Additional information from the health care provider (hcp) via a manufacturer representative (rep) noted that the neurosurgeon misplaced a lead on the first attempt during revision, and had already removed the stylet, and so had to take a new lead to implant correctly. The other lead and extension which were implanted were functional and stayed in service. No further complications are anticipated.